Event description:
It was reported that the pt developed an infection in the area of the thecal catheter after neuromuscular scoliosis surgery was performed in 2008. During this surgery, the catheter was disconnected and re-connected to accommodate the spinal fusion. The pt experienced increased wound drainage after the spinal fusion surgery. The event was lumbar site related. The device system was explanted and not replaced due to "unacceptable complications". The pump was used to deliver baclofen. The pt outcome was recovered without sequela. The pump and a segment of the catheter were analyzed, and no anomalies were noted.

Manufacturer narrative:
Analysis of pump revealed 'no anomaly found - normal device function'. Catheter. A 7.7 cm proximal catheter segment and 8575 pump connector was returned. Device analysis revealed no anomaly found, acceptable catheter testing.